Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Visual inspection of the returned sensor showed that a portion of the sensor hydrogel was missing, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps and was unrelated to the user's complaint. In-house testing could not be performed as the sensor was not readable due to a potential sensor electronic issue, which was not observed in the sensor in vivo data. This suggests that the electronic failure likely happened during handling after the explant process or transportation of the sensor to senseonics and is unrelated to the reported complaint. A review of the sensor in-vivo data revealed optical instability which most likely contributed to the inaccuracies observed. The user was offered a sensor replacement as a resolution. B4.date of this report 16 sept 2025. G3.date received by the manufacturer? 16 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.